Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. The customer reported that they will not return the force bipolar instrument used during this event; therefore, failure analysis investigations cannot be performed. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure was performed and the following was observed: no relevant errors were observed during this procedure. Additionally, the force bipolar instrument used during the reported event has been used in a subsequent procedure with no additional complaints created. This event is being reported due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia surgical procedure, tissue got stuck in the force bipolar instrument resulting in a peritoneal tear and excision of tissue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, tissue got stuck in the force bipolar instrument resulting in a tear in the peritoneum. The surgeon reportedly cut away tissue to free the force bipolar instrument and the procedure was continued to completion. The site robotics coordinator was contacted, and additional information was obtained: the robotics coordinator was not present during this procedure, but they were with a first assist (fa) who was present during the procedure. The fa said they did not observe anything abnormal with the force bipolar instrument, but that the surgeon put the instrument too deep into tissue so that, when it was retracted, fascia became stuck in the wrist. The fa said the surgeon sutured this fascia, but that this suturing of the fascia is a required part of the inguinal hernia procedure. The fa and robotics coordinator said that they put this force bipolar instrument back into circulation as they do not believe there is anything wrong with the instrument and that this event was a biproduct of how the instrument was used. The site said they do not want to return this instrument. Intuitive surgical, inc. (Isi) attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details were received.